Event description:
The units were refused by nursing staff due to condensation. Condensation was observed by the user facility for the following lot numbers: s80ppd0351ap (catalog number 506005078052), s80ppd2943cp (catalog number 506005078051), s80ppd2942ep (catalog number 506005078051), s80ppd2061bp (catalog number 506005078051), s80ppd0113bp (catalog number 506005078052). A quantity of 1 for each lot number was observed to have condensation. Additional information received from customer on (B)(4)-2010: the condensation was observed at time of surgery. The hospital and doctor refused the product.

Event description:
Subsequent to the initial medwatch report additional information received indicated that the patient developed intermittent moderate groin pain, which resolved 44 days after the procedure after treatment with an unspecified medication. The groin pain was reported to have resolved without sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the handle and needles were fully deployed with the needles and sutures presented at the hub. There were clamp marks found on the coiled suture lumen and marker tube. The needle slots and suture ports appeared normal. There was a needle strike mark on the barrel face. Based on the investigation findings, the clamp marks found on the coiled suture lumen is an indication that a hemostat was applied before the needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory causing the needle to bend and strike the barrel face. There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint; therefore, the root cause for these failure modes is due to incorrect technique. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been rec'd. Device #2, prostar xl, part# 12322-01, lot# unknown. This device is indicated and is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, one of the four needles did not deploy out from the barrel of the device as expected. The device was removed over a guide wire. Although, excessive bleeding occurred around the sheath of the second prostar xl device, an attempt was made to deploy the device. During needle deployment of the second prostar xl device only 2 cm of suture presented with the needles. The device and suture were removed. A surgical cut down revealed a sidewall puncture, which was surgically sutured. Hemostasis was achieved with surgical closure. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.